Event description:
The customer reported a failure to shock. There was no pt involvement.

Manufacturer narrative:
(B)(4): the customer reported a failure to shock. There was no pt involvement. The device was evaluated by a philips representative. The reported symptom was confirmed and isolated to the external paddle set. The external paddle set was replaced to resolve the reported symptom. The device then passed all required testing and remains at the customer site. This was a malfunction of the external paddle set. Replacement of the paddle set resolved the reported symptom.